Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported the nurse noticed medication was leaking out at connection site b port clave cap at primary tubing set, and spiros connector coming from secondary tubing set. It was stated that chemotherapy spill procedures followed. Tubing sets inspected with no noticeable damage noted to tubing and connection was properly attached. However, clave cap center rubber part was noted to be depressed and stuck into the cap. Hence, primary tubing set was replaced and connected to secondary set to proceed with chemotherapy infusion after chemotherapy spill was cleaned. There was unknown patient involvement and unknown harm reported.

Manufacturer narrative:
Two pictures were returned showing the primary plum set inserted into a pump with the secondary port connected to a spiros and the other showing a stick down on the secondary port clave. Additionally, received one used list #146870489 primary plum set attached to a spiros. As received the seal was observed to be stuck down on the clave of the secondary port. No additional damage or anomalies were observed. No matting device was returned for evaluation. The clave located on the secondary port of the cassette was disassembled to evaluate the cause of the stick down. Seal tearing was observed on the top of the silicone seal and the internal spike was observed to be bent with collapsed windows the complaint of the rubber part being stuck down can be confirmed. Without the return of the mating device a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.